Manufacturer narrative:
It was initially reported that images showed a liner tear on the esheath. However, the returned device showed the liner was not torn, just delaminated.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: the esheath liner was fully expanded, and the distal tip was opened. The liner was circumferentially delaminated 2.5 cm in length from distal tip. The c-marker band was attached to the liner. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: the commander delivery system was inserted through the esheath, and the liner was expanded. The liner appears circumferentially delaminated at the distal end. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event for sheath liner delamination was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon was torn during procedure and per information provided there was tortuosity at the access vessel. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Additionally, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. The operator may apply additional device manipulation during withdrawal, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, there was a significant kink in the aortic arch which required careful navigation but was successfully traversed. The valve was correctly aligned, and rapid pacing was initiated. However, upon attempting inflation, the consultant noted that the system was not getting 'hard', and there was no fluoroscopic visualization of valve expansion. Pacing was stopped, and blood was observed in the syringe. It was decided to remove all the devices. Upon removal of the esheath+, the distal tip was noted to have a few small holes in the seam of the esheath+. A new esheath+ was inserted, and a second valve was prepared and implanted without issue. The patient remained stable post-procedure. Provided imagery shows the valve crimped over the inflation balloon. Blood is observed inside the balloon and inflation syringe, and the esheath+ liner is observed to be fully delaminated and bunched at distal end. A liner tear is also observed.